Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad).it was reported that on (B)(6) 2017 the patient presented to the emergency department feeling lethargic and dizzy, and had shortness of breath, and dark stool. Hemoccult was positive. The patient was admitted. An esophagogastroduodenoscopy (egd) revealed a bleeding arteriovenous malformation (avm) which was cauterized. The patient was started on proton-pump inhibitor, and was transfused several times with blood to raise hemoglobin. The patient¿s hemoglobin stabilized. The patient was discharged on (B)(6) 2017. The patient was taken off aspirin, plavix and coumadin until further assessment in clinic at a later date. Reportedly, no dark stools occurred.